Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) was 400 (mg/dl) with high ketones. A manual injection was administered to address bg. Reportedly, the customer changed out all supplies to address the occlusion alarms.